Event description:
Customer advised while processing samples collected into the tubes, the whole blood contained a gritty sand-like texture. A test was performed filling the tube to the full 2 ml capacity and the 0.6 ml draw that was used prior. While the 2 ml was observed to have less of the gritty sand-like texture than the 0.6 ml draw, it was still noticed in both tubes. The customer noted that the gritty texture, or even the additive powder itself, can be observed either floating or sticking to the side of the tube, remaining visible after 5-10 proper inversions. Inversions were carried out right after collection, and the texture was detected five minutes later.

Manufacturer narrative:
Complaint (B)(4): samples have been received and are being evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.